Event description:
According to the facility on 01/30/23 "temp sensing cable fell out of the connection where it meets the tubing".

Manufacturer narrative:
According to the facility on 01/30/23 "temp sensing cable fell out of the connection where it meets the tubing". Per the facility "no pulling or force on the tubing made this occur, and the cable was not in there securely". Per the facility they had to remove and replace the foley catheter, but no patient harm occurred related to the reported event.no additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.